Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0rm3p, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was lower back pain, the patient had therapy effect. She turned up her stimulation about the same time her back pain started and her urine flow decreased a little. She had not felt stimulation for a long time but she felt it more all of a sudden the weekend prior to report. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.